Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Although a temporal association exists between the liberty cycler and the reported adverse event(s) of cloudy effluent and subsequent peritonitis, there is no documentation showing a causal relationship between the liberty cycler, and the adverse event(s) of cloudy effluent fluid and peritonitis. Additionally, there is no allegation against any fresenius products and the adverse event(s). There is however a probable association between the reported peritonitis and a possible breach in aseptic technique given the organism cultures was (B)(6). A follow up will be submitted following evaluation.

Event description:
On (B)(6) 2017 during a follow-up call for an unrelated event, the peritoneal dialysis registered nurse (pdrn) reported this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) presented to the clinic on (B)(6) 2017 with ¿cloudy¿ effluent fluid and an inability to completely drain his abdomen of 1,300 ml of pd solution. The patient was asymptomatic aside from the reported ¿cloudy¿ effluent fluid. During the call the pdrn reported the patient was started on a course of prophylactic intraperitoneal (ip) antibiotics on (B)(6) 2017, including ceftazidime 1 gram and cefazolin 1 gram. Pd fluid cultures were also collected on (B)(6) 2017 and resulted on (B)(6) 2017. During a follow-up call on (B)(6) 2017 the pdrn reported the results were (B)(6). Once the results were confirmed, the ip ceftazidime and cefazolin were discontinued, and the patient was started on ip vancomycin (dosage and duration unknown) and oral rifampin (dosage and duration unknown). The pdrn reported when the patient was questioned if there was a known break in aseptic technique; he ¿did not know of any breaks.¿ the patient stated he has a routine and he does not stray from it. The patient is continuing pd therapy with no issues and is recovering from the event.